Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system during advancing attempts to cross the lesion. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no damages on the shaft polymer extrusion. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed and diffused target lesion was located in the mid left circumflex artery (lcx). After pre-dilatation was performed, a 3.50x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that a stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed and diffused target lesion was located in the mid left circumflex artery (lcx). After pre-dilatation was performed, a 3.50x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that a stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.